Event description:
Customer reported being hospitalized for dka. It was reported that customer was vomiting, dehydrated, and had chills prior to hospitalization. Troubleshooting performance and pump appeared to be operating normally.